Event description:
It was reported that the ilet did not charge consistently and the charger indicator light would not turn solid green unless positioned a certain way, consistent with a charging problem associated with the battery charger; a replacement charger was arranged after troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging issue traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.